Event description:
Customer complained that the bed was drifting into trend.

Manufacturer narrative:
The technician replaced the trend cylinder which resolved the issue. The bed performed within specification. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.